Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Device reached recommended replacement time (rrt) on (B)(6) 2016. (B)(4).

Event description:
It was reported that the device had unexpected battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product ID# dtbc2qq the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. The analyst also noted:was able to obtain carelink files and perform an automated longevity test for device. Device only met 46.32% of expected longevity. The last transmission for carelink was obtained on (B)(6) 2016 and that is the same day of elective replacement indicator (eri) date. Device explanted on (B)(6) 2016 and received in the lab on (B)(6) 2016. By the time device reached the (B)(4) lab, device had no telemetry or output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.